Event description:
Information was received from a patient representative (caller) regarding an implantable neurostimulator (ins). Caller said both com municator and recharger wouldn't connect to the stimulator. When asked, caller confirmed the implant was charged last week and patient still has staples on. Agent had caller close all apps and attempt to recharge the implant. Caller said the implant was charging a nd the battery icon has a lightning bolt on the side with excellent connection (agent understood they were on recovery mode). Patient commented they have been charging for 20 minutes but the implant still has not increased a charge. Agent suspected patient couldn't charge due to their staples and they were not fully healed yet. Agent advised pt to continue to charge the implant and call back if they still have issues recharging. (B)(6) 2026: agent reopened case as caller called back and was still having issues charging the implant. Caller tried several times to charge the implant and after the full 20 minutes they got the service code 4101 message. Caller still had a bandage (agent understood this as over their implant). Agent redirected caller multiple times to the patient's hcp. During the call caller adjusted the recharger and was able to get excellent. Caller mentioned they saw a lightning bolt on the battery symbol and a message to place the recharger over the implant for 20 minutes. Caller confused the 20 minutes as charging duration. Agent reviewed charging duration for the implant. Agent redirected caller to the patient's hcp to address the issue. Agent closed case. Additional information was received from rep on 2026-04-13, reporting that they are seeing patient today and they keep getting no device response with the wr and handset. Wr will show it going into open loop, see excellent for 20 min then they try again and it will say no device response. Rep has tried this 3x before calling. Ts walked rep through resetting the ins with cp application which did not resolve the issue. Sent instruction for resetting the ins with the wr to see if that improves things. Caller stated that pt is inpatient at the hospital due to a heart attack. It is unknown what actions were taken at the hospital prior to rep getting there. Per patient they didn't do an defibrillation. Rep will call back after trying the wr reset of the ins. On 2026-04-14, mdt rep called today for assistance with the ins reset with the wr. Was able to instruct caller steps required and entered into prm mode. Light was still an orange slow pulse light. Rep will keep over ins until green light shows. Rep will call back into tech services if further assistance is needed. Closed case. Additional information was received from a manufacturer representative (rep). It was reported that they had done the physician reset and it timed out so she tried to use the charger in passive recharge and it timed out so they tried to read the implantable neurostimulator (ins) with the tablet and couldn't. They went back to the recharger and did another physician reset and is in the pulsing amber stage and waiting. Caller noted they were going to get kicked out of the clinic soon and patient may need to continue at home. Additional information was received from a manufacturer representative (rep). It was reported that they are with patient and still in open loop charging. Caller stated they when they connect with recharging app, it will not find the device but then go into open loop charging to show excellent connection. Caller attempted to connect with my stimrc app and had to scan code on communicator, was prompted to link to ins but after searching for the ins, it showed "no device found". Caller didn't attempt to interrogate with tablet today. Caller stated patient had a previous "cardiac issue" but stated no cardioversion or ablation was performed. Caller was going to attempt to have an x-ray done today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.